Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with blank display due to interface board broken solder joint. Unable to perform any test due to blank display. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to remove the battery for 10 minutes and then replace it but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.